Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator had failed and was off the bus. A field service engineer tested the software, reseated the aio and all cathlab connections, and verified connections to the remote manager. Using the hardware test application, the fse tested all cubies, checked the drive for errors, and verified that the drive had already been reset and resynced. The fse then powered down and rebooted the device, tested all maintenance-level functions, and confirmed that the device was running normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station keeps freezing up. The customer reported issue occurred when dispensing medications to the issue. There were no adverse events or injuries reported based on this event.